Manufacturer narrative:
Failure could only be reproduced with extensive thermal cycling and vibration.

Event description:
It was reported to ge that the ultrasound transducer overheated on a system that was undergoing refurbishment and upgrade. The system had not yet been delivered to a customer and no injury resulted. Investigation of the malfunction identified a cause which could possibly occur during actual clinical use. Since this was an invasive transducer, there would be little opportunity for the user or the pt to intervene.